Event description:
Pt revised to address broken nail.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. Provided info states the product was implanted in february of 2011 and explanted on (B)(6), 2011. Although the complaint is non-verifiable, weight bearing too soon may be a contributing factor. In the warnings and precautions section of the surgical technique states "these implants are intended as a guide to normal healing and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue." (B)(4), the mfg facility, reviewed the device history records and found no mfg deviations or anomalies. A search of the complaint database found no prior reports for this part and lot number combination. Review of the (B)(4) system show that six other devices from the reported lot have been delivered or invoiced and can be reasonably concluded implanted w/o issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.